Event description:
It was reported by the plaintiff¿s attorney that on (B)(6) 2006, the plaintiff was implanted with an ams sparc system to treat stress incontinence. The plaintiff's attorney alleged that the plaintiff "suffered bodily injuries, including extreme pain, continued stress, urinary incontinence, erosion of her internal bodily tissue and other injuries.¿ the plaintiff¿s attorney also alleged that the plaintiff underwent ¿subsequent surgeries¿ including ¿an operation on (B)(6) 2012, in which the sparc system was extracted.¿ the plaintiff¿s attorney further alleged that the ¿plaintiff¿s pain and injuries described herein have constantly occurred from the initial implant of the sparc system on (B)(6) 2006¿ resulting in ¿significant mental and physical pain and suffering,¿ ¿multiple surgeries and revisionary procedures,¿ and ¿permanent injuries.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.